Event description:
Additional information received reports there was perioperative antibiotic administered. It was unknown if the patient had meningitis. The signs and symptoms of the infection were pain at ipg (stimulator) site. The primary location of infection was at the ipg pocket. It was not known if there were culture source and organism cultured. It was reported that the healthcare provider removed ipg and sent the patient home with antibiotics to cure infection.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0q1ge, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection after implant. Physician removed the lead and stimulator the following day. There was no alleged product issue. The patient was alive with no injury. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4)